Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was during the call, patient mentioned their implant battery burned really bad. Patient clarified the implant was very sore to the touch and sometimes would burn really bad. Patient started to notice this about a year ago. Agent documented information given during the call as patient was already working with a new doctor.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.